Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot, +p insulation resistance, and te recognition tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation, there was an open pulse wire inside the cable connecting the distribution node to the front therapy electrode. The cause of the failed hi-pot, +p insulation resistance, and te recognition tests was the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The last pt to use this belt did not report any deficiencies.